Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. Based on review of service history and information provided by the customer we are unable to determine a cause as the device was not returned for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, upon disconnection, it was noticed that the medication bag was still completely full. The pump was powered back on and settings reviewed. Resolution volume 606.00ml; rate 13.2ml/hr; given 1802.75ml since (B)(6) 2024. The settings were compared to the medication label which read medication fluorouracil ¿ 606ml; total volume ¿ 13.17ml/hr for 46hr infusion; started (B)(6) 2024 at approximately 15:00. It appeared that the pump was not started at the facility. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.